Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic sleeve gastrectomy. The device was taken off the charger and showed a full battery. It was then placed in the power control shell, after 30 minutes of operating time, the nurse went to load a reload and noticed that the handle no longer had power. The re-placed the handle on the charger and the charger¿s led indicator blinked green, then went solid, but the handle would not wake up/power up, the screen was black, had no power, and felt warm to the touch in the grip. A manual stapler was opened in order to complete the procedure. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.